Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a stent replacement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while pushing the stent with the pusher out of the guidewire, the stent was buckled and the guidewire unraveled. The guidewire was removed forcibly and it broke into two, exposing the core wire. The procedure was completed with another amplatz super stiff guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The visual examination of the returned guidewire revealed that the wire was kinked and the distal end was severely damaged. The coilwire was unraveled and corewire was broken. Moreover, the ballweld was not returned. Based on all gathered information, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a stent replacement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while pushing the stent with the pusher out of the guidewire, the stent was buckled and the guidewire unraveled. The guidewire was removed forcibly and it broke into two, exposing the core wire. The procedure was completed with another amplatz super stiff guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the event of core wire broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.